Event description:
During a follow-up, a pocket erosion due to twiddler's syndrome was noted. The device was explanted and the leads were electively replaced. A new system was implanted on the right side of the patient. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). No device malfunction was revealed.